Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation; however, during initial inflation at 6 atmospheres, the balloon ruptured. The device was removed without any issue. The procedure was completed with a different device. No patient complications were reported and the patient condition was good.